Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Only the thread was in the package, needle lacked (missing or detached).

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed. There are no units in stock. Received one open sample without needle attached to the thread. Without any closed sample an analysis cannot be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Taking into account that the thread of the cassette received does not fulfill the OEM requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an actions on this product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.